Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer (pp) had a poor communication screen. The patient reported that they were intermittently experiencing poor communication with the patient programmer. The patient reported they will have antenna on one spot and not move antenna and will "at once lose it". A replacement antenna was requested. The patient reported that there was a problem with the stimulator in the back. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot#, serial#, unknown implanted: explanted: product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement patient programmer antenna resolved the poor communication issue. The issue about the stimulation in the back was also resolved.